Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include hyperglycemia and vomiting. Once at the hospital the patient was diagnosed with dka as well as cellulitis at the pod infusion site (abdomen) and a kidney infection. The patient was treated with intravenous fluids as wall as medication for pain. The patient was prescribed morphine. The patient was released from the hospital after 3 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.